Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon removed the lens from the patients eye because the iol "did not set right." A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
Product evaluation: only the empty lens carton was returned with the extra label set and iol return form inside. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events could not be determined. A malfunction has not been indicated. The iol was not returned for an evaluation. Only the empty lens carton was returned. The manufacturer internal reference number is: (B)(4).